Event description:
Procedure type: nephrectomy. According to the reporter: the device became dull and hardly cut the tissue. The doctor used another device to complete the procedure. There was oozing. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.